Event description:
The customer reported to customer service that the suction of her bp advanced personal double breast pump was low and over time she was having a difficult time expressing milk. During troubleshooting, it was found that the customer was using the incorrect size breast shields which may have led to mastitis for which her physician prescribed antibiotics.

Manufacturer narrative:
The customer was sent replacement breasts/shields in smaller size. The customer reported that she had mastitis that could have been contributed by incorrect breastshield sizing. She had spoken with a medela clinician on (B)(6) 2014 and mastitis was confirmed. The customer stated she received 21 mm breast shields and "there is a big difference - much better now." She has recovered well from mastitis and has no remaining issues. She received antibiotic therapy from her physician. This issue is resolved by the action of csr to send proper size breast shields for this customer's need and further clinical follow-up is not indicated. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.